Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that after intraocular lenses (iol) were implanted bilaterally, the patient was unhappy with the vision. The lenses were exchanged approximately eight to ten months after initial implantation. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the second eye reported.